Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the submitted device confirmed the reported stripped condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noticed by the scrub tech that the black handle that is used to tighten the ps box onto the femoral component had been stripped. The driver and box both are stripped, but did not break into pieces therefore the two instruments are in full contact.